Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that late last night and this morning, they felt a little pain in their urethra and they think that they might have an infection, and stated that they were not going directly as normal and going more. Patient also stated that the device was not working properly, and not addressing their symptoms. Patient also stated that when they were in the hospital, the manufacturing representative (rep) set up the device, and they felt it, and was able to get a relief, but they can't feel it now at all. Agent reviewed that it's normal for them to not feel the stimulation sensation after some time, and that what they have to monitor was the symptom relief. Patient also reported that it could not connect or could not find the device, but when we tried to troubleshoot during the call, they were already connected. Agent redirected the patient to the healthcare provider (hcp) to further address the issue. Patient also stated that they have an appointment with the hcp on tuesday.

Manufacturer narrative:
B2 : infection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.